Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer's representative the patient felt a warm, burning sensation when she was done recharging. It felt like the generator was hot. The sensation was not painful. The generator felt warm when charging and after. Diagnostics and troubleshooting performed included interrogation of the device and the pocket was looked at and everything looked fine. Interventions or actions taken to resolve the issue included asking the patient to charge while up in a chair instead of at night while sleeping. The patient's status at the time of this report was alive with no injury. There was no surgical intervention planned or performed. Additional information received from the healthcare provider (hcp) reported actions or interventions taken to resolve the warm, burning sensation after recharging included reprogramming. The cause of the warm burning sensation after recharging was not determined. If additional information is received, a follow-up report will be sent.